Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicate that the guide initially failed its quality analysis due to poor fit on the dental model. However, the guide was adjusted and passed all subsequent testing prior to release and shipment. The returned guide was examined and determined to fit well on the dental model and the sleeve was stable. The trajectory analysis determined that the trajectory aligned well with the treatment plan and the deviation was within the standard tolerance of <0.5 mm. The doctor has submitted two photos to support the claim that the trajectory deviation was more distal than planned. The first photo compared the reference chart image, dental model, and the guide to visually demonstrate that the guide trajectory was more distal than planned. However, the reference items in the photo appeared to be tilted relative to the printed chart image that the doctor had available and therefore the references were not appropriately aligned. During investigation, the case image was virtually tilted to achieve the same angle as the reference items and appeared to visually align. The second photo showed a 2d post-op periapical (pa) x-ray with the drill shown at depth. As the pa photo is taken in a single fixed angle, it does not provide a clear indication of the trajectory. Therefore, the trajectory misalignment observed visually by the doctor is believed to be due to skewed perception based on insufficient or unclear reference points.

Event description:
The doctor used the surgical guide to perform initial drilling. After drilling 2 mm, the doctor took a periapical scan and determined that the trajectory appeared to be too distal. The doctor decided to abort surgery and graft the patient.